Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported that patient underwent a a knee revision procedure due to fracture of the patellar component.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product(s): - vanguard cr por fem-rt 75, catalog# 183054, lot# 570340.  Bmet regenx pri tib tray 83mm, catalog# 141276 ,lot# 890180. Modular splined stem 40mm, catalog# 141369, lot# 501970. E1 vngd as tib brg 12x83, catalog# ep-189122, lot# 243250.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history record found that one piece was scrapped for "set chuck pressure", one piece was scrapped during inspection and six pieces were found with non-critical cosmetic deviation. Review of complaint history found no additional related complaints reported for lot number and found two complaints for the part number for fracture root cause was undetermined without the device if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the root cause of the reported event was determined to be a labeling deficiency, as the surgical technique failed to include guidance on depth line indication on the peg drill bit. Product falls within scope of previous recall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.